Event description:
A 5f micropuncture introducer set was used to attempt arterial access for a cardiac catheterization. Doctor was unable to advance the introducer wire into the artery. When pulling back to remove the wire through the needle, the wire unraveled and started to pull apart. He removed the needle and was able to remove the remaining wire through the skin without incident. He then went to the patient's opposite groin with a new micropuncture set and was able to gain access there without issue. The procedure was otherwise performed without incident.